Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl and was hospitalized. The call was the patient's daughter. The patient's daughter was not on the account so they could not trouble shoot the insulin pump. The customer would have to call back to trouble shoot once he is able. It is unclear whether the hospitalization had anything to do with the insulin pump. No further information was provided.